Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the ultra 10 computer was defective and replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the itrak 3500p would not fully initialize. There were no adverse patient involvement reported. There was no patient information reported.